Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician believes the device shows a short longevity. It was noted that the device was implanted in (B)(6) 2014 and at this moment the battery voltage is 2.85 volts and the device longevity shows seven months left. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed a low battery voltage. The cause for premature battery depletion was not determined. Testing and evaluation of the hybrid reported normal operation with typical current drain levels and functionality. No hybrid anomalies were found. Battery analysis revealed that plated lithium (li) material was found on the inner battery case surface, along the top edge of the case liner and adjacent to the cathode tab. The li material extended under the head space insulator (hsi) and contacted the cathode tab. Based on this analysis was the result of an internal short from the plated li material bridging the battery case (negative polarity) and the cathode tab (positive polarity). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.